Event description:
It is reported that the device was implanted in 2007. The device was revised four months later, where it was noted that the deltoid had detached, and a great deal of osteolysis and bone loss had occurred. The glenosphere had also detached approximately, 10 days prior to the revision surgery.

Manufacturer narrative:
Patient code 2042 and device code 1172 are labeled. This report will be amended when our investigation is complete.